Event description:
Information received indicates the casters are not braking properly.

Manufacturer narrative:
The technician cleaned the caster wheels due to dirt and wax build up and replaced the right foot caster due to caster tire rubber having a flat side on it and cracking.